Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, intermittent lv output was observed. Patient was asymptomatic. The device was explanted and replaced. The patient was in stable condition before, during and after the procedure.